Event description:
It was reported by phone that while the crew was transporting a (B)(6) man from a nursing home to the hosp that the cot tipped. The pt allegedly sustained a head injury from the cot tip. The head injury was listed as the cause of death. Prior to the incident the pt was confused and short of breath. Details surrounding the cause of the cot tip are currently unk as the customer is not willing to share any details. The unit involved in this incident is currently in use. According to the initial reporter, the cot was not inspected or repaired prior to being put back in use and the initial reporter was informed of this event when the customer contacted him looking for a copy of the operation and maintenance...

Manufacturer narrative:
Investigation underway.